Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose results were 57mg/dl, 140mg/dl, 99mg/dl, 120mg/dl. Tests were done less than 10 mins apart with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.